Event description:
It was reported the patient had been in a car accident (B)(6) 2012 and their device had not worked since. It was noted the device 'completely quit and would not hold a charge.' It was noted the patient cannot move without it. It was also noted their health care professional (hcp) will no longer see them because 'they tried to have their primary physician and their hcp fill the same prescription.' It was also noted patient was told that 'spinal cord stimulator devices were obsolete and no doctors were working with them anymore.' Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient did not make their appointment with the healthcare provider (hcp). The hcp had not been able to get a hold of the patient regarding the missed appointment. It was stated the patient was given options for follow up care, but never called back to make an appointment. No further information was reported.

Event description:
Additional information received reported that the patient stated that their stimulation was 'not working anymore.' Troubleshooting was not conducted because the patient was not with the reporter. It was noted that the patient no longer sees a health care provider for the device. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3587a, lot# n067742, implanted: (B)(6) 2006, product type lead; product ID 3487a-33, lot# v007634, implanted: (B)(6) 2006, product type lead; product ID 3487a-33, lot# v007634, implanted: (B)(6) 2006, product type lead. (B)(4).